Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) recently passed away. Boston scientific technical services (ts) was contacted for review, and it was discussed that the patient experienced rapidly conducted atrial fibrillation (af) that was detected and met the criteria for anti-tachycardia pacing (atp) delivery. The atp was delivered, but the af continued and thus the device delivered a shock. The af was successfully converted, but unfortunately, a ventricular fibrillation (vf) was induced. Eight further shocks were delivered with therapy exhausted, but the vf was unable to be converted, and the patient passed away. Reviewing the historical data, ts noted that there were similar episodes in the past, where a rapidly conducted af was inappropriately treated via atp and shock delivery. It was indicated that the device will be returned for analysis, but at this time, the product remains implanted.

Manufacturer narrative:
Summary of the investigation: with the available information, boston scientific cannot confirm the root cause of the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: with all the available information, boston scientific is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device, it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Device risk review: a risk review was completed and confirmed that the event of therapy induced arrhythmia was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this device remains implanted. As such, physical analysis has not been conducted in our laboratory and our investigation is considered complete.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) recently passed away. Boston scientific technical services (ts) was contacted for review, and it was discussed that the patient experienced rapidly conducted atrial fibrillation (af) that was detected and met the criteria for anti-tachycardia pacing (atp) delivery. The atp was delivered, but the af continued and thus the device delivered a shock. The af was successfully converted, but unfortunately, a ventricular fibrillation (vf) was induced. Eight further shocks were delivered with therapy exhausted, but the vf was unable to be converted, and the patient passed away. Reviewing the historical data, ts noted that there were similar episodes in the past, where a rapidly conducted af was inappropriately treated via atp and shock delivery. It was indicated that the device will be returned for analysis, but at this time, the product remains implanted.